Manufacturer narrative:
D4 section, UDI update.

Manufacturer narrative:
It was reported that a patient would undergo left hip revision surgery. All of the implanted devices were used in treatment. As of today, additional information has been requested for this complaint but have not become available. A review of the complaint history for the bhr cup and bhr head was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event and no further actions are required at this time. The available medical documents were reviewed. Based on the available information, the root cause for the ¿heterotopic ossification¿ cannot be concluded. Some patients can be genetically predisposed and it is a known complication of joint surgeries that is related to the procedure and not the device. The root cause of the noted joint effusion cannot be confirmed and it cannot be concluded that the effusion is related to a malperformance of the implant. To date no left revision has been reported. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that pt will undergo medically-indicated left hip revision.